Manufacturer narrative:
No report of patient involvement. The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to the enhanced sensor interface board (esib).

Event description:
The hospital reported a manifold pressure sensor failure preventing mechanical ventilation. There was no report of patient involvement.